Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Approximately one hour into the patient¿s treatment, the machine operator observed drops of blood on the floor. The operator was unsure where the blood was coming from. There was nothing unusual noted with the dialyzer at the time of this observation, and there was no damage identified on the device. The blood on the floor was subsequently cleaned up and the patient¿s treatment continued. The patient¿s treatment was completed on the machine. The machine, a fresenius 2008k2, did not alarm. Fresenius bloodlines were used for the treatment. After completion of the treatment, when the operator was disconnecting the supplies, blood was reportedly noted in the hansen. At this point, the biomed was called upon for assistance. The biomed noted blood was present in the threading of the header end-cap, on the arterial side of the device. It was realized at this point that blood was leaking externally from this location. The patient¿s estimated blood loss (ebl) was less than 100 ml. Blood leak test strips were used to test for the presence of blood, and they tested positive. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was retained by the user facility and is available to be sent back to the manufacturer for a physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were wet and blood residue was noted in the header end cap threading on the cavity ID end of the dialyzer. The returned sample was subjected to a laboratory leak test at which time an external leak was identified coming from the header on the cavity ID end of the device (between the threading of the housing and the screw flange). The dialyzer leaked at 10.0 pounds per square inch (psi). The dialyzer was then subjected to disassembly for further visual examination. Upon removal of the header end cap, a polyethylene/polyurethane (pe/pu) sliver was found lying across the potting cut surface between 310 degrees and 0 degrees, with the dialysate ports situated at 0 degrees. The pe/pu sliver extended under the o-ring and down between the housing threads and screw flange. It measured approximately 4.0 cm in length. No other damage was noted on the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.